Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that she cannot get the pump to bolus. The customer stated that she wanted to do a manual bolus but the pump will not let her. The customer was assisted with the bolus wizard settings. The customer stated that there was no insulin in the reservoir. The customer was advised that it was probably the reason why the pump alarmed no delivery. The customer was advised to use what bolus wizard calculated to treat then change set.